Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line fractured internally resulting in infiltration. PICC removed.

Manufacturer narrative:
Due to the absence of the defective sample nor an image showing the defect, this complaint cannot be classified, and the exact root of the issue cannot be determined. There are various events that can lead to a snapped catheter: tensile force which may be caused by: dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture in babies. Routine care -when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. ·use of alcohol-based disinfectant. There is a statement in our product's IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. A review of the batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter and set components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exemptions found. A two-year review of complaints data shows four complaints for lot 23f014d, three of which originated from this facility. Corrective action: due to the absence of the defective sample, this complaint can neither be verified nor disproved. Therefore, no further corrective action was initiated by quality management.

Event description:
PICC line fractured internally resulting in infiltration. PICC removed.